Event description:
From the very beginning I have had very bad pain on my left side fallopian tube area. The pain has spread to my whole abdominal area and my back. I will have pain in my left hip. I have light headed dizzy spells, brain fog trouble focusing or remembering. Heart palpitations. I have been to the ER once for the heart palpitations. I have trouble sleeping because of the pain and or heart palpations. (B)(4).